Event description:
During a pulmonary vein isolation procedure for paroxysmal atrial fibrillation an air leak occurred. Prior to catheter insertion air was aspirated into the syringe connected to the extension port of the sheath. Following several aspirations air was still present. The sheath set was removed and replaced to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the sheath was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.